Event description:
It was reported that during a laparoscopic cholecystectomy, clips were falling off the cystic artery; bleeding occurred and clips were removed with a grasper. It is unknown how the case was completed. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.